Event description:
Reportedly, a 12 yr old pt was set up for pca therapy using a prescription of demerol. The pump was set up for use at 7:30 am and the pt was found expired at 10:30 am. No other event info is available at this time.